Event description:
It was reported that, this patient was implanted earlier with a cardiac resynchronization therapy defibrillator (crt-d) system which got infected. The whole system was explanted, and this right ventricular (rv) lead was connected to a non implantable pacemaker from another company as the patient is dependent. After the implant procedure of the new crt-p system, this rv leas was explanted as the physician found that the helix was very short and suspected it was fracture at explant. No additional adverse patient effects were reported. The rv lead will be returned for analysis.

Event description:
It was reported that, this patient was implanted earlier with a cardiac resynchronization therapy defibrillator (crt-d) system which got infected. The whole system was explanted, and this right ventricular (rv) lead was connected to a non implantable pacemaker from another company as the patient is dependent. After the implant procedure of the new crt-p system, this rv leas was explanted as the physician found that the helix was very short and suspected it was fracture at explant. No additional adverse patient effects were reported. The rv lead will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, this patient was implanted earlier with a cardiac resynchronization therapy defibrillator (crt-d) system which got infected. The whole system was explanted, and this right ventricular (rv) lead was connected to a non implantable pacemaker from another company as the patient is dependent. After the implant procedure of the new crt-p system, this rv leas was explanted as the physician found that the helix was very short and suspected it was fracture at explant. No additional adverse patient effects were reported. The rv lead will be returned for analysis.